Manufacturer narrative:
The root cause of the reported clinical observations was not identified and efforts to obtain additional product issue details were unsuccessful. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this atrial lead exhibited an increase in pacing impedance measurements from 800 ohms to 1200 ohms. Additionally, threshold measurements had increased and p-wave measurements had decreased. A revision procedure was performed and the lead was removed from service and replaced. No additional adverse patient effects were reported.